Event description:
It was reported that during a device upgrade, insulation damage was noted on the right ventricular lead. The lead was explanted and replaced successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.